Event description:
It was reported that the patient received an inappropriate shock just after having a car accident. It was noted that the right ventricular (rv) lead fractured and had an impedance rise on both the rv and svc coils. The right atrial (ra) lead had non-specific oversensing. The implantable cardioverter defibrillator (ICD) was later explanted and replaced and the rv lead was capped and replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary # the device was returned and analyzed. There were no anomalies found. Concomitant products: 6940 implantable pacing lead 1999 (B)(6); 6945 implantable tachy lead 1999 (B)(6). (B)(4).